Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation.

Event description:
It was reported that the tip of the instrument broke off during surgery while attempting to remove set screws. No patient complications were reported.

Manufacturer narrative:
Additional information: visually confirmed approximately 3mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the tip diameters and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material movement, consistent with torsional overload, consistent with torsional overload condition. The above findings are consistent with torsional overload.